Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2010. 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold due to patient anatomy. The high threshold lead to premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). The lv lead was revised and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.